Manufacturer narrative:
Our distributor has evaluated the returned unit. Per photos provided by the user and the distributor evaluation, it appears that the centrifuge rotor broke apart during use causing an imbalance that led to the centrifuge breaking apart. We plan to have the unit returned to us for additional testing to determine the root cause of the rotor failure.

Event description:
A centrifuge broke apart during use. Pieces of plastic damaged the walls of the veterinary lab. A piece struck the technician in the back, but she was not injured and was not treated.